Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The administrator stated the caregivers used the wrong size sling. The sling was too big and the patient fell through the bottom of the sling and obtained a bruise on her left hip. MDR filed.